Event description:
It was reported oversensing leading to pacing inhibitions were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4) was received.